Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device, the image failure occurred. The service department of olympus (B)(4) checked the device and found that the subject device could not start up and the electrical circuit board had failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus korea there was the possibility that the reported phenomenon was attributed to the accidental failure of the main circuit board. If additional information becomes available, this report will be supplemented.